Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction with mentor memorygel breast implant 650cc and experienced asymmetry on the left breast postoperatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 700cc, catalog # 3505700bc, serial # (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was received in two parts. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. Manufacturer¿s reference number: (B)(4).